Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported thrombus formation when groshong PICC lines are inserted in adolescence children. After insertion of groshong PICC line in their cases of age 3yrs-15yrs the thrombus are formed and they find it while seeing swelling and pain in arm. The course is interrupted due to this issue and the PICC line was removed out. The hcp told that they have to use medication like clexane (generically known as enoxaparin) is a prescription-only injectable anticoagulant (blood thinner). There is swelling and pain in child arm due to thrombus formation leads to removal of catheter and interruption of main cancer therapy. They have to give medication like blood thinner, antibiotic etc. To manage the issue. Thrombus is developing in 1.5-2 weeks and sometimes 1 month after catheter insertion. Catheters are placed in the ir with ultrasound guidance + flouroscopy, using appropriate catheter to vessel ratio. Thrombus were diagnosed using ultrasound guidance in the ir lab, combined with patient symptoms of pain and swelling. The catheters were removed. It was reported this occurred with three devices. This report addresses all three devices.